Event description:
(B)(6) reported the following event, that a clavicle non-union was the result of a broken synthes clavicle plate. The initial surgery was on (B)(6) 2014; eight screws were used in the initial case, seven through the plate. One was a 3.5 mm locking screw, the remaining were all 3.5 mm cortex screws. The revision surgery was on (B)(6) 2015. The revision surgery was to explant the broken plate. The plate was removed without any issues. A new synthes clavicle plate with bone graft was completed at the non-union site. It was also reported that; premature movement at the fracture site caused the plate to break. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.